Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Opened sample received: the suture was examined along of the strand and was match with the description of the product code (virtual monofilament and blue color) and no damage was found along of the strand. No black sutures or braided structures were observed on the sample received for evaluation. The exposition time in the environment cannot be determined; however when the suture no longer has contact with the alcohol that is inside the package the color may become blue but darker. According to the sample condition the suture it was observed blue color and monofilament structure this characteristic belong to the product code 1797g. Unopened sample received: the suture was dispensed and examined along of the strand and was match with the description of the product code (virtual monofilament and blue color) and no damage was found along of the strand. Not black sutures or braided structures were observed on the sample received for evaluation. According to the sample condition the suture it was observed blue color and monofilament structure this characteristic belong to the product code 1797g.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the product code and lot number on the package verified before opening? Yes according to the customer. Did the package containing black and braided suture pulled from the box labeled 1797g lot khj003? Yes according to the customer. Are different suture types stored in the same location? I don't know.

Event description:
It was reported that the patient underwent an eye surgical procedure on (B)(6) 2017 and the suture was used. During the procedure, when a doctor opened the packet of suture and removed the suture from the packet, it was noticed the suture looked black and braided, as opposed to the expected blue and unbraided with this type of the suture. It was also reported that the suture was not exposed to any type of reprocessing or room decontamination process by hydrogen peroxide vaporization at hospital and hydrogen peroxide vapor in the operating room or any area where the suture was stored. Another like suture was opened and used to complete the procedure. There were no patient consequences reported.